Event description:
Reference number (B)(4). Event occurred in united states it was reported that the infusion set had fallen off on (B)(6) 2026 and leads to hyperglycemia. No further information available.